Manufacturer narrative:
(B)(4) follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Additional information received: there was not a negative outcome as a result.

Event description:
Material #: unknown batch #: unknown. It was reported by customer that when nurse was giving IV push dilaudid through the patient's ij. The ij had caps on. When the nurse connected the IV dilaudid syringe, there was so much pressure in the cap that fluid in the line backflowed into the dilaudid syringe, which caused the plunger to pop out of the dilaudid medication syringe and all of the dilaudid spilled out and was wasted on the nurse's hand. Verbatim: rcc received a complaint via email. Email(s) attached. I was wondering if you could help me with 3 concerns I experienced today with the new IV caps. Maybe I need more education on how to use them..... I welcome any feedback you have! There were several staff members in my area who voiced concerns. 1) a patient who came from the floor had a double lumen ij. Staff were unable to get blood from the ports. When the patient came to xx, I tried multiple times to draw back blood and I couldn't get anything. In fact, while trying to pull back blood for waste, the rubber plunger actually became disconnected from the plastic plunger in the syringe. - this happened 3 times. I finally was able to draw blood off of the patient's line by taking the caps off altogether and connecting my syringe directly to the port. The cap itself created an extremely hard flush on those ports. After I drew blood from the ports without a problem, I replaced the caps, and I still could not draw blood back through the caps. 2) a patient had blood back-flowing into their j-loop. Staff had planned to saline lock the patient. When they disconnected the j-loop from the tubing, pressurized blood from the j-loop cap shot out the cap and splattered blood on the patient's bed, and the nurse when the line was disconnected. This was a major infection control concern for me. The blood shot out everywhere, and with such high force. 3) a nurse was giving IV push dilaudid through the patient's ij. The ij had caps on. When the nurse connected the IV dilaudid syringe, there was so much pressure in the cap that fluid in the line backflowed into the dilaudid syringe, which caused the plunger to pop out of the dilaudid medication syringe and all of the dilaudid spilled out and was wasted on the nurse's hand.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
MDR correction from leak to backflow rational and reportability.

Event description:
Changed reportability rationale from leak to back flow.